Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and updates to e1, h3 and h4. Additionally, the following corrections were made due to errors in the initial report: b5 (describe event or problem) - initially it was reported that "it was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material exiting from the air/water nozzle. There were no reports of patient involvement.". Correction: it was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material in the air/water tube, the air/water cylinder and on the light guide lens. There were no reports of patient involvement. H6 (component code), corrected to include all 3 components identified with having foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The issue can be detected/prevented by following the instructions provided in: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material exiting from the air/water nozzle. There were no reports of patient involvement.